Event description:
It has been reported to philips that user was unable to use wireless footswitch. The user was used wired footswitch to complete the procedure. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the wireless footswitch was broken and did not work. Upon functional testing fse found that there was mechanical problem in the footswitch, it needs to be replaced with the base station. The defective part was returned for analysis and was completed. The failure was not confirmed. It was observed that the footswitch was not charged within a very long time (longer than 1 month). Durin the testing it was unable to open footswitch for further investigation because of high accumulation of dried fluids and corroded screws the issue is probably inside the footswitch. However, the replacement of the the footswitch and base station by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.